Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2008. The modular head and acetabular cup were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04153 / 04156).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2008. The modular head and acetabular cup were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicated the right hip was revised on (B)(6) 2008. The right revision operative report noted the presence of a thickened capsule, clear fluid, osteolysis, and bone loss. The patient's medical records further report the left hip was revised on (B)(6) 2014 due to pain, a cyst, and the feeling of fullness in the joint. The left revision operative report confirms a large cyst, attenuated posterolateral external rotators and a deficiency of the anterior rim of acetabulum. During both revision procedures, the modular head and acetabular cup were removed and replaced and an acetabular liner was implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2008. The modular head and acetabular cup were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2008. Operative report noted the presence of a thickened capsule, clear fluid, osteolysis, and bone loss. The modular head and acetabular cup were removed and replaced.